Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned a sample and photos were forwarded to the manufacturing facility of a 1/2cc syringe. Customer states that a needle shield was cracked. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843229] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #77301 was for raised hubs. Getting damaged shields running through the dial. Debris was collected in the dial. Corrective action: cleaned the dial. H3 other text : see h.10.

Event description:
It was reported that a cracked shield was found before use with a syringe 0.5ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "a needle shield was cracked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked shield was found before use with a syringe 0.5ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "a needle shield was cracked."